Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, which rendered it illegible and unusable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged for a replacement pump with updated software to be sent to the caller, who acknowledged the instructions for returning the damaged pump and using a backup insulin pump to ensure uninterrupted insulin delivery.